Event description:
A nurse reported a system message was received during surgery that was unable to be cleared. The system was exchanged and the case was completed. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system, confirmed the customer reported system message (sm), and replaced the ultrasonic (u/s) diathermy module. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced u/s diathermy module was returned for in-house eval. Visual eval of the returned u/s diathermy module did not reveal any nonconformity. The customer reported event was unable to be replicated as the u/s diathermy module successfully passed all functional testing and met specifications. A review of the event log was able to confirm the reported sms. Sm "communications failure with the u/s submodule" and sm "us/diathermy - submodule failure (no communication with host)" were observed to have been generated on (B)(6) 2011 during boot up. The system was rebooted and activities were continued. Several hours later sm "red stop sign" was observed to have occurred during a procedure. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. An internal investigation has been opened to address the issue related to the sm "red stop sign." (B)(4).